Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Customer consumed glucose tablets and carbohydrates to address low bg. After troubleshooting with tandem technical support, it was determined the customer was using a profile that had the carbohydrate ratio and the correction factor switched. Customer erased that profile and began using the correct profile to resolve the issue.